Event description:
An attorney sent a legal comment report regarding "an incident on (B)(6)-2009." Based on follow-up with the manufacturer's representative, the patient had a medtronic pacemaker with non-medtronic leads. The ep at emory midtown reportedly determined that extraction was not recommended and implanted a new pacer system on the contralateral side. The patient ended up getting an infection, as well as getting an infected mitral valve. She also experienced a stroke during this time with lasting impairment. She ended up getting surgery and a new valve, and a new pacemaker system during the valve surgery. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted.